Event description:
A caller reported that the adc device detached prematurely on the 7th day of wear and as a result, the customer was unable to obtain glucose readings. The customer became hypoglycemic and experienced a seizure, a loss of consciousness that resulted in the customer of cons banging their head on the bed, biting their tongue, and eyes rolling. The customer was provided glucose injection by a non-healthcare provider and infusion by a healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The previous report was incorrectly submitted as product has not been returned and investigation was opened in error.

Event description:
A caller reported that the adc device detached prematurely on the 7th day of wear and as a result, the customer was unable to obtain glucose readings. The customer became hypoglycemic and experienced a seizure, a loss of consciousness that resulted in the customer of cons banging their head on the bed, biting their tongue, and eyes rolling. The customer was provided glucose injection by a non-healthcare provider and infusion by a healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the adc device detached prematurely on the 7th day of wear and as a result, the customer was unable to obtain glucose readings. The customer became hypoglycemic and experienced a seizure, a loss of consciousness that resulted in the customer of cons banging their head on the bed, biting their tongue, and eyes rolling. The customer was provided glucose injection by a non-healthcare provider and infusion by a healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.